Event description:
Olympus was informed that the pt, who had been bleeding from unspecified area after the surgery, had taken the ec-1 to confirm the site of bleeding. Approx three hours after, the physician had found that the ec-1 had been retained in the pt's stomach. The physician had administered the gastrointestinal prokinetic agent to the pt but it had been ineffective. Then physician had grasped the ec-1 by unspecified snare and moved it to the duodenum with unspecified snare and moved it to the duodenum with unspecified endoscope. On the following day, the physician had confirmed that the ec-1 had moved to the colon by x-ray and then it had been excreted from the pt. The images had been taken without any problem. The pt had been elderly ((B)(6)) and in the hospital after the surgery.

Manufacturer narrative:
The referenced device was not returned to olympus medical systems corp (omsc) for eval, therefore omsc could not evaluate the reference device. The exact cause of the pt's outcome can not be conclusively determined, however, it is generally known as that elderly person has a hypoperistalsis of a digestive tract. Therefore, there is the possibility of this phenomenon is attributed to the condition of the pt. Also, omsc checked the manufacture history of the subject device, there was no irregularity found. There were no further details provided. If significant add'l info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.